Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The fse reported the power supply was the cause of the failure. However the customer declined the repair quotation and the unit is currently not repaired. The order has been closed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance cs100 intra aortic balloon pump (iabp) did not power up. There was no patient involvement.